Manufacturer narrative:
Captures the reportable event of proximal release stent partially deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a 23x10 ultraflex esophageal proximal release covered stent was to be used on an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent deployment suture got entangled. The device was removed from the patient partially deployed and a 23x12 ultraflex esophageal stent was used to complete the procedure. There were no patient complications reported as a result of this event.